Manufacturer narrative:
(B)(4). Method: the fascia and valve system of the complaint device was returned to the manufacturer and visually inspected. Results: the visual inspection revealed that the gas inlet port is cracked. A lot check revealed two other similar complaints of this nature for this lot number. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths of infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the damage to the neopuff gas inlet port was due to impact. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." A new fascia and valve assembly was fitted and the unit was returned to the healthcare facility after passing the performance test.

Event description:
A hospital has reported that the gas outlet port of an rd900 neopuff infant resuscitator was broken. No patient consequence was reported.

Event description:
A hospital has reported that the gas inlet port of an rd900 neopuff infant resuscitator was broken. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device has been returned to our regional office in (B)(4). Evaluation of the complaint device is anticipated. We will provide a follow up report upon completion of our investigation.